Event description:
The reporter stated that she did a meter to hcp meter comparison. This was a side by side test with results of 100 mg/dl on the reporter's meter, and 167 mg/dl on the hcp meter. The reporter did not have any symptoms. A control solution test was not since the reporter did not have any solution or test strips available.